Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that on (B)(6) 2017 primary surgery took place of aequalis ascend flex + aequalis reversed ii glenoid. On (B)(6) 2018 (onset date unk (B)(6) 2017) adverse event was reported, pseudoparalytic right arm due to cervical spine degeneration and subsequent radiculopathy. Subject has been having increasing neck issues and has been advised to undergo surgical intervention. Subject is seeking a second opinion and emg to understand the problems. Subsequently on (B)(6) 2021, patient sustain a c1 fracture in (B)(6) 2020 leaving her unable to move her right arm at all now. Patient being followed by a neurosurgeon for cervical spine issues.